Manufacturer narrative:
(B)(4). Manufacturing site evaluation is on-going.

Event description:
Country of complaint: (B)(6). Tip broken during the surgery. Scissors had rusty and dirty residues on surface, during use, the tip fell into the pharyngeal and had to be recovered, surgery was delayed, no patient injury reported.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: the tip of the received scissor is broken. The intact blade has a break in the carbide insert. There are indications of wear and tear on the surface of the instrument. Scissors were analyzed using microscope. Hardness testing of the device material indicates it is within specification. The scissors display an etch indicating maintenance was performed on the device by aesculap technical services in 2012. The broken tip as well as the breakage of the carbide insert indicates improper use by the end user, most likely a pry and twist of the scissors during use. Corrective/preventive action is not necessary.